Event description:
It was reported that scale marking issues were found before use with a bd 10ml syringe luer-lok¿ tip. The following information was provided by the initial reporter, "per email: I'm emailing to report a product quality issue regarding two 10 ml bd syringes. The markings were printed in a slanted manner which resulted in potentially inaccurate dosing." 2 occurrences were reported.

Manufacturer narrative:
H.6. Investigation: one photo of a loose 10ml syringe was received and evaluated. It was observed the syringe in the photo had a skewed scale and was rejectable per product specification. Potential root cause for the skewed scale defect is associated with the marking process. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Manufacturer narrative:
PMA / 510(k)#: k980987, k151766. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that scale marking issues were found before use with a bd 10ml syringe luer-lok¿ tip. The following information was provided by the initial reporter, "per email: I'm emailing to report a product quality issue regarding two 10 ml bd syringes. The markings were printed in a slanted manner which resulted in potentially inaccurate dosing." 2 occurrences were reported.